Manufacturer narrative:
Unit received with high sleep current due to corroded electronic assembly. The motor found with traces of corrosion per visual inspection. Unit passed self test and displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert for less than one week. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.